Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they experienced high blood glucose level as well as insulin pump was stopped working. Customer¿s blood glucose level was 480 mg/dl at the time of incident. Customer also mentioned that the tubing filled of air bubbles. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with insulin pump. Customer did not alleging insulin pump was under delivering. Customer stated that the drive support cap was normal. Troubleshooting was performed for high blood glucose level. The devices will not be returned for analysis.